Event description:
It was reported that the patient developed an infection and erosion of the device. The leads were removed and replaced. The leads were returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was outer insulation cosmetic metal ion oxidization, blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism and the lead was stretched.